Event description:
In 2001, a nellcor puritan bennett employee rec'd info reporting an issue with a 840 ventilator. Caller was looking for info regarding the sequence of events that would occur if the unit was unplugged (ac) from the wall. Caller was advised that the unit would alarm and run for about a half-hour on a full battery. Caller wanted to know what happens next, all the way to battery depletion. Caller stated "this occurred, and the pt desaturated". Caller stated the cord was inadvertently unplugged from the breadth delivery unit and the clinician didn't notice it. Caller was referred to the operator's manual, section 13.2, where it states the alarm sequence. He was advised also that the breadth delivery alarm would continue for 2 mins after the battery is discharged. Received info on the 2 minutes after the battery is discharged. Received info later in 2001 confirming that the pt had died.